Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A brand new m103 generator was found to be at neos (near end of service) =yes upon interrogation. The suspect device has not been received to date. The device history records were review for the generator. The generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Event description:
Additional information received noting that the generator was never removed from its original packaging and it was not stored in a cold environment. Internal data from the generator was received and reviewed and it was found that the generator was likely stored in a cold environment as the diagtemp was 13.2 degrees celsius which is below product design requirements.